Event description:
Procedure: roux-en-y. According to the reporter: tristaple reload purple 60mm misfired on the first firing on stomach to create the pouch with idrive handle. All assembly lights on idrive appeared normal. When surgeon went to fire the reload it commenced stapling, then stopped just prior to cutting. We continued to hold the blue button waiting for tissue to compress. When nothing happened we released and then repressed the blue button, but it wouldn't continue firing. The instrument partially fired, and did not cut the tissue-it aborted before cutting. We then retracted the ibeam opened jaws and released tissue. Replaced new reload onto manual handle and commenced procedure normally. No increased operating time. No increased blood loss. No adverse patient outcomes. No reinforcement material used. Patient information unknown. Patient staus is unremarkable.

Manufacturer narrative:
(B)(4).